Event description:
Hospital advised that patient was set up to receive dopamine at a rate of 7.5ml/hr. The rate was changed to 5.0 ml/hr. The pump alarmed error code 207. It is unknown at which rate the alarm occurred. There was no patient consequence.